Event description:
It was reported that the system 9600+ displayed "saturation fault" and required reinitialization in order to continue operation. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.